Event description:
Complainant alleged that during set-up of the device prior being used on a patient the device would not power on. Complainant indicated that there was no patient involvement in the reported malfunction.